Event description:
This case was initially received via (B)(6) ((B)(4)) on 22-dec-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("migration"), embedded device ("embedded in myometrium"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("abortion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital pain ("gynecological pain") (seriousness criterion intervention required), sciatica ("sciatica), pain in extremity ("cruralgia"), fatigue ("physical exhaustiveness"), myalgia ("muscle pain"), arthralgia ("joint pain"), eczema ("eczema"), arrhythmia ("cardiac rhythm disorders"), alopecia ("hair loss"), dry eye ("ocular dryness"), hepatic pain ("liver pain with bad digestion"), dyspepsia ("liver pain with bad digestion") and breast adenoma ("breast adenoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy for essure removal), surgery (hysterectomy), alternative therapy (infiltrations) and surgery (operation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, genital pain, sciatica, pain in extremity, fatigue, myalgia, arthralgia, eczema, arrhythmia, alopecia, dry eye, hepatic pain, dyspepsia and breast adenoma had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, alopecia, arrhythmia, arthralgia, breast adenoma, device dislocation, dry eye, dyspepsia, eczema, embedded device, fatigue, genital pain, hepatic pain, myalgia, pain in extremity, pregnancy with contraceptive device and sciatica with essure. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017 this retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("migration"), embedded device ("embedded in myometrium"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("abortion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital pain ("gynecological pain"), sciatica ("sciatica"), pain in extremity ("cruralgia"), fatigue ("physical exhaustiveness"), myalgia ("muscle pain"), arthralgia ("joint pain"), eczema ("eczema"), arrhythmia ("cardiac rhythm disorders"), alopecia ("hair loss"), dry eye ("ocular dryness"), hepatic pain ("liver pain with bad digestion"), dyspepsia ("liver pain with bad digestion") and breast adenoma ("breast adenoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy for essure removal and hysterectomy), alternative therapy (infiltrations) and surgery (operation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, genital pain, sciatica, pain in extremity, fatigue, myalgia, arthralgia, eczema, arrhythmia, alopecia, dry eye, hepatic pain, dyspepsia and breast adenoma had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, alopecia, arrhythmia, arthralgia, breast adenoma, device dislocation, dry eye, dyspepsia, eczema, embedded device, fatigue, genital pain, hepatic pain, myalgia, pain in extremity, pregnancy with contraceptive device and sciatica with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 2882 cases. Embedded device: the analysis in the global safety database revealed 443 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3870 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.